Event description:
A healtcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. It was reported that the blood leak occurred one hour into treatment and was noted by a blood leak alarm. The blood leak was confirmed visually in the dialysate and with a positive hemastix. The treatment was stopped and blood from the blood lines and dialyzer was not returned to the pt. The amount of blood loss was unk. The pt's treatment was resumed with new disposables and completed without further incident. It was reported that the pt has melanoma and was scheduled for a possible blood transfusion. After this incident, the pt's hgb dropped from 8.9 to 8.4. The pt subsequently received a blood transfusion of two units .